Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure with the target being an approximately 5mm fusiform aneurysm at the internal carotid artery (ica) with normal vessel tortuosity, during the deployment attempt into the target vessel via the concomitant 45 degree prowler select plus microcatheter, the 4.0mm dia x 23mm with no tip enterprise®2 stent (enf402300 / 11060823) ¿jumped¿ or it suddenly was advanced to the distal part as the additional information later clarified during its deployment into the vessel. As a result, the physician did not want to deploy it fully and decided to recapture the stent. It was successfully recaptured with the stent still attached to the delivery system. A competitor stent was used as the replacement for the complaint device and the procedure was successfully completed without any procedure delay, without any patient adverse event or complication. Additional information received indicated that nothing unusual was noted about the complaint device prior to use. It was prepped and used in accordance with the instructions for use (IFU) with adequate and continuous flush maintained through the microcatheter. The complaint device was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.0mm dia x 23mm with no tip enterprise®2 stent was received contained in a pouch. Visual inspection was performed. It was noted that only the delivery wire component was returned for evaluation. The delivery wire was observed in good, normal condition. Functional analysis could not be performed with only the delivery wire component received. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11060823.the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported that the 4.0mm dia x 23mm with no tip enterprise®2 stent was used for a procedure that was targeting an approximately 5mm fusiform aneurysm at the internal carotid artery (ica) with normal vessel tortuosity. During the deployment attempt into the target vessel via the 45 degree prowler select plus microcatheter, the stent ¿jumped¿ or it suddenly was advanced to the distal part and as a result the physician did not want to fully deploy it into the aneurysm and decided to recapture it. The recapture was successful and the stent was still attached to the delivery system. The reported issue could not be confirmed through functional analysis; only the delivery wire component was returned. The stent was reported in the complaint as still being attached to the delivery system when it was recaptured, however, only the delivery wire was received. In order to perform functional evaluation, the stent component is required to still be inside the introducer tube. It should be noted that product failure is multifactorial. Although the issue could not be confirmed through functional analysis, the instructions for use (IFU) contains the following: if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Note: when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. Caution: if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Caution: the stent may be fully recaptured once. Note: be careful to maintain delivery wire access through the detached stent to facilitate access distal to the deployed stent, if necessary. Note: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigation findings because the reported issue related to the difficulty encountered during the attempt to deploy the stent was not confirmed through functional analysis. Functional analysis could not be performed with only the delivery wire component returned. This code corresponds to the code ¿cause not established¿ code in the investigation conclusions. Updated sections: g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11060823.the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure with the target being an approximately 5mm fusiform aneurysm at the internal carotid artery (ica) with normal vessel tortuosity, during the deployment attempt into the target vessel via the concomitant 45 degree prowler select plus microcatheter, the 4.0mm dia x 23mm with no tip enterprise®2 stent (enf402300 / 11060823) ¿jumped¿ or it suddenly was advanced to the distal part as the additional information later clarified during its deployment into the vessel. As a result, the physician did not want to deploy it fully and decided to recapture the stent. It was successfully recaptured with the stent still attached to the delivery system. A competitor stent was used as the replacement for the complaint device and the procedure was successfully completed without any procedure delay, without any patient adverse event or complication. Additional information received indicated that nothing unusual was noted about the complaint device prior to use. It was prepped and used in accordance with the instructions for use (IFU) with adequate and continuous flush maintained through the microcatheter.